Event description:
This event was reported to custmer service via a phone call on 03/16/2006 customer ststes that the machine had a burning smell the unit has been received in baldwyn, ms for evaluation. Upon evaluation, the unit not power up. The unit will be forwarded to the manufacturer for further analysis.